Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The procedure films were received for image review. There is a valve load check related for this event and confirming a good load. The imaging provided confirms a mdt valve was deployed to 100% and the calcium present in the annulus caused severe constrained inflow with a infold present. A balloon aortic valvuloplasty (bav) was attempted to resolve the infold but was not successful. The valve migrated out of the annulus and a snare was used to relocate the valve in the ascending aorta. A competitor valve was implanted. The evidence provided confirms that the mdt valve was spinning in the ascending aorta and a wall stent was placed to secure the mdt valve. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying / recapturing process, the struts may cross over and catch on each other while being compressed, which in some cases can potentially cause infolding. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Based on the image review and received information, the calcium present in the annulus caused severe constrained inflow and the infolding. Post deployment a bav was performed, the valve did not fully expand and dislodged from the annulus. Potential factors that can influence a pop-out/dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. Based on the image review and information provided, the probable cause of the dislodgement event could be due to the post bav. Dislodge events are typically not related to a device malfunction. A decision was made to snare the valve into the ascending aorta, though use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. Angiogram showed the evolut valve moving loosely and jumping around in the ascending aorta. It was decided to implant a long uncovered non-medtronic stent along the aortic arch inside of the evolut valve. Based on the image review, it confirms that the evolut valve was spinning in the ascending aorta and a wall stent was placed to secure the mdt valve. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device malfunction occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with localized calcification on their native valve annulus, the valve was deployed and did not fully expand in the annulus. It was decided to release the valve. After deployment of the valve, infolding was observed at the annulus level. A post valve implant dilation was performed but the valve did not fully expand and dislodged from the annulus. The valve was snared into the ascending aorta and a non-medtronic valve was implanted successfully. Angiogram showed the evolut valve moving loosely and jumping around in the ascending aorta. It was decided to implant a long uncovered non-medtronic stent along the aortic arch inside of the evolut valve. The fluoroscopic check showed a good valve load and was confirmed visually and by tactile inspection. No pre-implant balloon aortic valvuloplasty (bav) was performed. The patient was discharged with good gradients. No additional adverse patient effects were reported.